Manufacturer narrative:
The reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the lv is4 set-screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lv dislodgement due to slack of ra lead was observed. During the lead revision, lv lead was not able to disconnect from the header, even when setscrew was loosened up. After multiple attempts to pull the lead out of the header, the tip of the lead stayed inside of the header. The lead and the device were replaced. The patient was stable.